Event description:
During a noninvasive programmed stimulation (nips) study, the device reported that nips was unavailable. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The anomaly was caused by the detection of possible output circuit damage. The device was tested on the automated electrical test system. The high voltage output was found to be normal and the device met all specififications. The device image showed the detection occurred at the delivery of a maximum voltage shock, which was after the patient had received three inductions and three hv shocks within eight minutes. The false detection was likely caused by the too rapid detection of the fault condition.